Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection was performed, and it was noted that there was a leak coming from the bottom right corner of the bag seam. The reported condition was verified. The cause of the condition was due to over welding of the material during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an eva 500 ml bag with 2-spike set was leaking from the unspecified location. This was identified at the hospital during storage prior to patient use. There was no patient involvement. No additional information is available.